Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected alarm, low battery, and power loss alarm. The power management tool confirmed power error detected alarm, low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or pump error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had power error detected, replace battery alert and post-reset ram crc alarm. The customer¿s blood glucose was 185 mg/dl. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer reports the pump was neither stored nor without a battery for less than 8 hours. Customer states the alarm occurred immediately after a battery change. Post-reset ram crc alarm has not occurred more than once after a battery change. The insulin pump will be returned for analysis.